Event description:
The clinician reports the implant was inserted 2026 (b)(6) in ADA 10. On 2026 (b)(6), non-osseointegration was verified. Patient presented with poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: Peri-implantitis, Mobility and Bleeding. No further patient complications were reported.